Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician found the vein tight to pass the right atrial (ra) lead through. Upon removing the lead from the body it was observed that the helix was partially extended. Retraction of the helix back into the lead was unsuccessful. The lead was attempted and not used. No patient complications have been reported as a result of this event.